Event description:
It was reported that the rv lead was replaced due to noise seen on the ventricular egm, and pacing inhibition that lasted many seconds. It was noted that the noise looks like emi because it couldn't be reproduced with movement. No patient complications were reported as a result of this event. The lead was returned for oversensing which caused pacing inhibition for the pacer dependent patient. It was noted that the physician made a cut in the outer insulation of the lead during explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. It was reported that the rv lead was replaced due to noise seen on the ventricular egm, and pacing inhibition that lasted many seconds. It was noted that the noise looks like emi because it couldn't be reproduced with movement. No patient complications were reported as a result of this event. The lead was returned for oversensing which caused pacing inhibition for the pacer dependent patient. It was noted that the physician made a cut in the outer insulation of the lead during explant. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Insulation, hole(s) in, interference, oversensing, pacing intermittently.